Manufacturer narrative:
The product was not returned for evaluation. Therefore, a physical device investigation was unable to be performed. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
On (B)(6) 2026, the patient underwent a thrombectomy procedure using an indigo system flash aspiration catheter (flash catheter). Following the index procedure, the patient had an atrial clot removed using a non-penumbra device. On (B)(6) 2026, CT venogram (ctv) was performed and revealed that the patient had a large hematoma on the left proximal thigh. The hematoma was reported to be a non-serious adverse event with a possible relationship to the indigo aspiration system and a possible relationship to the index procedure. Additional information was then received on 02-feb-2026 indicating the hematoma was unrelated to the indigo aspiration system. However, on (B)(6) 2026, a final adjudication concluded that the hematoma was a serious adverse event with a possible relationship to the indigo aspiration system and a definite relationship to the index procedure.